Event description:
It was reported that during surgery t2 did not deploy. The procedure was successfully completed using a back-up device. It is unknown if there was delay on the procedure. No patient injury or other complications were reported.

Manufacturer narrative:
The reported fast-fix 360 reversed curve needle delivery system intended for use in treatment, will not be returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, both t2 did not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Additional information .

Event description:
It was reported that during a knee procedure, t1 was deployed correctly but t2 did not deploy. The procedure was successfully completed using a back-up device. No significant delay reported. No patient injury or other complications were reported.